Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl, resulting in the customer being transported to the emergency room and subsequently admitted to the hospital. Customer was administered intravenous fluids (dextrose) and juice to address the bg. The customer was released on (B)(6) 2021 with no permanent damage. Pump system check was performed with cts and customer acknowledged that the pump was performing as intended. Customer's endocrinologist adjusted pump settings to address the issue.